Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient has had a change in stimulation. The patient asked for reprogramming because she started feeling a jolting sensation when her stimulation was on. This happened one month prior to the patient seeing the rep, and the patient also mentioned it was after a fall she had. The rep was unable to interrogate the device to check impedances on the day of the visit as the battery wasn't charged. I advised the patient to charge up the battery and meet with the rep again. The patient was a no show for their follow up appointment. The rep also noted that the patient's number on file has been disconnected. The issue has not been resolved at this time. No further complications were reported. No additional patient symptoms were reported.